Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "shards of glass scatter when the monomer is opened."

Event description:
It has been reported "shards of glass scatter when the monomer is opened."

Manufacturer narrative:
Reported event: an event regarding packaging issue involving a simplex ampoule was reported. The event was confirmed via visual inspection of provided photographs of the device. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicate that the simplex ampoule has fractured at the neck. Shards of glass are visible. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the database indicates twin packs were manufactured. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the simplex ampoule fractured during surgery. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicate that the simplex ampoule has fractured at the neck. Shards of glass are visible. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device as well as additional information regarding product handling are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.